Event description:
It was reported that the ventilator had a calibration error. The issue occurred during set up with no delay noted. The international service provider (sp) inspected the device. The se found the error code indicating proximal pressure sensor calibration data error. The sp replaced data acquisition (da) board to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).